Event description:
Biotronik received info that this lead was implanted after its use by date. This lead remains implanted without issue. There are no adverse events reported for this pt. Neither the physician nor the pt have any complaints associated with this lead at this time. No future complaints related to this issue are anticipated.